Event description:
A malfunction alarm was reported by the customer, identified as malf 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance on resetting the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and to call back if any issues arose again.